Event description:
It was reported that while this device was being threaded through the guidewire lumen of an over the wire ptca balloon catheter, resistance was met. Upon forcing the guidewire into the manifold of the catheter, a portion of the guidewire's teflon coating became dislodged. The device was not used any further. There has been no claim of injury related to the event. The device is being returned for analysis.